Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high sensing integrity counter (sic) count that were noted when the patient reached the left arm across the body. The rv lead also exhibited high thresholds. The right atrial (ra) lead was noted to also have noise and additionally far field r-wave (ffrw) oversensing which led to some inappropriate mode switching. Both leads remain in use and are being monitored closely but are planned to be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that both leads were capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited rising thresholds and variable sensing. The ra lead also exhibited variable sensing.